Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer stated there is a strip on the display screen and can only see half the screen; its like a dead spot on the screen cant read much on it, just half, and customer not able read the screen. The blood glucose was 130 mg/dl at the time of the incident. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Unit passed displacement test. Unit was received with missing segments due to cracked zebra connector at the lcd assembly. Unit was received with cracked case at display window corners and display window. Unit was received with minor scratched display window and case. Unit was received with stained end cap sticker.